Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic stimulation. A different model lead was implanted successfully. No additional adverse patient effects were reported.